Event description:
I was using the (B)(6) fasciablaster for 6 months. I followed all her instructions which were available on her (B)(6) group and (B)(6) videos and a website. I have symptoms I did not have before. Veins are throbbing and I will need surgery this summer. She has given out medical advice and information that is incorrect and dangerous.